Event description:
It was reported that the piston on the pump was not moving to deliver an insulin bolus. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was confirmed that the issue had been resolved and the customer resumed insulin therapy successfully after replacing pump supplies. No additional information was provided.